Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Initial surgery was a left sided l45 mld, to address a 4x9mm defect in the disc wall. A 10mm barricaid was implanted and was not properly deployed on initial fluoro (the barrier appears to be sub-annular). The device was noted as being unable to advance further. 6-week post-op patient reported some mild left lateral calf tingling that started a few days prior to visit. Imaging shows movement of mesh (occlusion component) and titanium anchor. A revisions surgery to decompress the space and perform a fusion was performed and the symptoms were reported to be resolved immediately.